Event description:
Pet owner reported insulin syringe was leaking from the hub and the dog had an insulin reaction and was in a coma like state. The dog was seen by a vet where treatment was received.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.